Manufacturer narrative:
Block h6: problem code 2588 captures the reportable event of suture stuck inside the ligator cap. Received one speedband superview super 7 with the ligator head for analysis. A visual examination of the ligator head was returned properly wrapped, unopened and within its original plastic; however, it was noted that the suture was placed inside the ligator head. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the suture was stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the suture was stuck inside the ligator cap. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.